Event description:
On 03-sep-2025, it was reported that a beta bionics ilet user experienced fluctuations in glucose, with a peak blood glucose value of 207 mg/dl followed by a hypoglycemic episode with a blood glucose value of 51 mg/dl. The user managed the low with fast-acting carbs and subsequently returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.